Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-nov-2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). Returned cartridge testing was unable to reproduce the customer's observation of unexpected results. Although the sample size was not sufficient to make a pass/fail determination for rate of results outside allowable error (ea), returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev ak. (Product complaint level 2 and level 3 investigation procedure) with respect to rate of suppressed results. No deficiency has been identified.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result on a 75 year old male patient with deep vein thrombosis. There was no additional patient information available, at the time of this report. Return product is not available for investigation. Method: I-stat, date:(B)(6) 2022, result: >4.5. Method: acl top 750, date: (B)(6) 2022, results: 3.8. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.